Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. A 38x3.00mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Proximal stent strut row 9 was lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. A 38x3.00mm promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's was stable.